Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h11. Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery the unit was noted to smell of smoke. It was also noted that the unit produced some smoke. There was no harm or delay reported as there was no patient involvement. Diligence is complete. No adverse events were reported as a result of this malfunction.